Manufacturer narrative:
Follow-up #1: date of submission 19-feb-2019. Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings:. During investigation, the reported date from 25-aug-2017 was overwritten. The black box and alarm history showed no evidence of ¿cs52¿ alarms. Battery compartment is cracked at threads on the side. Returned battery cap is undamaged and able to fit..the ¿ez-prime¿ steps were performed correctly, no ¿cs052¿ alarms during the investigation. Unable to duplicate ¿cs052/cs054/cs055/sleep¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.